Event description:
In preparation for colonoscopy, I was given a covid 19 test at (B)(6) in (B)(6) on (B)(6) 2020. I have since learned that the test was from (B)(6) in (B)(6). The test was positive but I did not have any symptoms nor did I develop any. I suspected a false positive; 10 days after getting out of quarantine I obtained a serum test for antibodies, it was negative. Coincidentally, I learned that a friend had the same test during the same time period and he also tested positive, but had a later negative serum antibody test. It's my belief that (B)(6) is marketing a faulty covid 19 test. FDA safety report ID# (B)(4).